Event description:
Elderly female patient was taken to the or for left knee arthroscopy. During the procedure it was noted the smith & nephew dyonics 4.5mm turbotrimmer blade (shaver) appeared to be producing small metallic shavings. Or staff changed out the shaver blade and proceeded with the case with no further issues noted. Staff report it appeared shavings were washed out of knee capsule and the surgeon did not direct staff to do anything else in regards to this. Patient was sent to the pacu for recovery and was discharged home. The device was retained and sequestered for risk management pick up. Of note, we have had reports of this previously with other devices from other manufacturers and was told this may be "lubricant" flaking off. We have also seen this issue with reprocessed shavers from this same manufacturer. No apparent injury or impact to patient.======================health professional's impression======================possibly lubricant particles.